Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2002. She reported to the surgeon a five year history of left-sided otalgia (earaches), muffled hearing, otorrhea (ear discharge), and fullness. She underwent various local debridements of the ear canal, and in (B)(6) 2018 was diagnosed with a fistula. On (B)(6) 2018, the surgeon removed the left tmj devices and debrided the joint. Tissue samples were taken for microbiology testing and although the specimens did not show any growth of an infectious organism, the tissue was observed to be inflamed. The surgeon confirmed that the patient was on antibiotics at the time of the explant surgery, which may have suppressed the growth of the infectious organism. The surgeon plans on placing revision components at a later date.

Event description:
The patient's left tmj devices were removed due to suspected infection.